Manufacturer narrative:
The customer did not provide the device serial number.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there no patient involvement.